Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and discovered a system failure # 54. The fse checked all connections between the solenoid driver board and the main board. All were connected properly. The service manual recommends replacing the solenoid driver board the fse explained the fault code to the customer. As of now, the customer has not requested for getinge to repair the unit. Getinge does not recommend use of this iabp. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had a system failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.